Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed; however, the difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guiding catheter; however, the separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery. After successful post-dilatation, when the nc trek rx 4.5 x 12 mm balloon dilatation catheter was being removed from the anatomy, there was resistance with the guiding catheter and the hub broke at the catheter by the handle. As this was a proximal separation outside the patient, the device was simply withdrawn. There was no reported adverse patient effect or clinically significant delay in the procedure. No additional information was provided.